Manufacturer narrative:
Gtin: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Before surgery, a bipolar tube set was found to have a hair in the unopened package. There were no delays, no adverse events. Complaint taken over the phone.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the lot code provided was 647704. The production records for this lot were reviewed and no non-conformances were found. Upon review of the returned device, a hair was confirmed to be found in the seal of the package. The returned product was re-inspected and did not pass the visual and tappi inspection requirements. The foreign matter found was larger than .80 sq mm. The origin of the foreign matter could not be identified; therefore, the exact root cause could not be determined. The packaging process was reviewed. The tubing set is received from an outside vendor in a plastic bag. The operator folds the top of the bag behind the tubing set and places the bag into the formed package cavity (folded side down). A complaint search was performed for the last 2 years. In addition to the current complaint, there was only one other similar complaint (refer to (B)(4)) that has been recorded for hair in the package for product code 80-9102. (B)(4). The exact root cause could not be determined. One potential root cause could be the foreign matter was attached to the inner bag and fell into the outer package prior to sealing, this however could not be determined. The operators were re-trained. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.